Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to extend a construct of a previous fusion at t10-ilium up to t4. It was found that the axial connectors disengaged from the rods. The patient complained of pain and instability. The patient underwent a revision surgery to remove and replace the connectors. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.